Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation on the end of cutter device was separated from the device prior to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood was observed. A visual inspection was conducted. The silicone insulation was observed to be peeled away from the cold jaw support with no detachment. The heater wire was observed to be slightly flexed away from the center of the hot jaw. The wire remained in place at the tip and at the base of the hot jaw. No other failures were observed. Based on the returned condition of the device, the reported failure "peeled; jaw" and analyzed failure "material twisted/bent; wire" were confirmed. Specific actions for the reported failure ¿peeled jaw¿ and analyzed failure "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation on the end of cutter device was separated from the device prior to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.